Event description:
An electronic report of a tubing separation was rec'd electronically from a hemodialysis user facility. It was reported that the hemodialysis blood tubing set separated at the glued fitting, but did not report exactly where the separation had occurred. This event occurred at the start of treatment, with an approximate blood loss of 50 ml. There is no report of pt injury. For this event to this pt, a new set of bloodlines was set up on the dialysis machine and the therapy was resumed. The pt did complete prescribed dialysis treatment as ordered and was discharged to home once the treatment was completed. The actual sample was disposed of, however, a companion sample is available for an eval.